Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the helix difficulty allegation was confirmed as test had failed due to the helix housing being clogged with dried blood/body fluid. The dislodgement allegation was not confirmed as evidence from the field and product analysis were insufficient to verify dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. Additional information indicated that this lead needed to be replaced due to the tissue in the helix and the helix would not extend upon repositioning. This rv lead was returned for analysis. No additional adverse patient effects reported.